Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. It was reported that seven days after hospitalization, the patient passed away. The cause of death was reported to be due to cancer and peritonitis. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available. This is report 1 of 4 involved in this event.